Event description:
The patient underwent a procedure with a variax distal radius plate and screw on (B)(6) 2014. On (B)(6) 2015, the plate and screw were removed as planned. The surgeon noticed that there was spirally-twisted metal particle on the tissue. The removed screw thread looks damaged. The surgeon confirmed that the particle did not occur when implanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.